Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a calculus removal procedure within the bile duct the same day (patient gender, age and weight unknown). According to the complainant, during the procedure, the tip of the wire detached without resistance during procedure. The detached part was removed from the bile duct under fluoroscopy. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.